Event description:
During a (pta) percutaneous transluminal angioplasty, the slalom balloon rupture at 6 atmoshperes. The procedure was successfully completed, and there was no adverse consequence to the pt.